Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4:the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that trial adapters will not stay into the humeral head trails. Tabs in humeral head trials broke off. All pieces were retrieved. Surgical delay unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that trial adapters will not stay into the humeral head trails. Tabs in humeral head trials broke off. All pieces were retrieved. Surgical delay unknown. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the humeral head trial was found 5 prongs of the inner diameter of the trial are broken. The broken fragments were not returned complete for evaluation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces while disassembling the offset taper adapter trial, per enhance¿ shoulder system anatomic surgical technique with hybrid glenoid addendum (103832905 rev b) page 18, section humeral head trial disassembly: to remove the humeral head trial, assemble the head distractor to the impactor handle and place between the resection and the humeral head. To remove the offset taper adapter trial from the humeral head trial, rotate the offset taper adapter trial counterclockwise until the ramps unlock it from the head. Once the offset taper adapter trial reaches the e = eject position, it will engage the ramp and come out of the humeral head trial. A dimensional inspection for the humeral head trial was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the humeral head trial would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.